Manufacturer narrative:
Carefusion complaint (B)(4). When the unit is received and evaluation is completed or in the event additional information becomes available a follow-up report will be submitted. (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion has not received the device from the customer.

Event description:
The customer stated: "while on a patient this ventilator was alarming "circuit occlusion." The ventilator was removed from the patient and the patient was placed on another ventilator." They did not state if there was any harm to the patient. When the problem occurred, the exhalation filter was removed and replaced but the problem was not corrected. The dealer checked the ventilator with their own test lung and patient circuit and they were not able to duplicate the problem. Our customer does not feel comfortable using this ventilator, our dealer is going back to the hospital and perform transducers calibrations and test the ventilator and make sure there is no other issues they will keep us informed.